Event description:
As reported, the 6f/7f mynx control vascular closure device (vcd) appeared to inflate but lost sufficient air to pull through a 6f access site. There was no reported patient injury. It was noted that the event could have been related to user error, although this was not certain. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2515405 presented no issues during the manufacturing process that can be related to the reported event. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6f/7f mynx control vascular closure device (vcd) appeared to inflate but lost sufficient air to pull through a 6f access site. There was no reported patient injury. It was noted that the event could have been related to user error, although this was not certain. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2515405 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿balloon pull through¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. It was reported that the balloon ¿lost sufficient air¿ to pull through. As per the instructions for use (IFU), fill the locking syringe with 2-3ml of sterile saline. Air should not be used to inflate the balloon. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.